Event description:
The user facility reported that a patient on impella cp support had multiple episodes of ventricular tachycardia (vt) overnight with significant drop in mean arterial pressures during episodes. The patient received an amiodarone bolus and remained on an infusion. It was further reported that the patient expired on support. Additonal information was received. Upon review of the episodes of vt, they appeared to be spontaneous and unrelated to impella position or impella related events and could be attributable to the patient¿s underlying pathology and continued hypoperfusion/ischemia. Echocardiogram was reviewed with bedside nurse and advised that the impella position be re-assessed to ensure that was not the cause. It appeared in good position on echocardigram per providers. Echocardigram images were not the best due to patient¿s body habitus.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.